Event description:
It was reported that the patient presented due to post-paced t-wave oversensing noted on their implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue, and the patient was stable.